Event description:
Patient was seen in interventional radiology for a right nephrostomy tube placement. Nephrostomy tube was intact and draining during post-op monitoring. Upon arrival to her room, the tube was not in place. It was visualized that the nephrostomy tube hub was broken off from the catheter.